Event description:
Customer reported receiving a no delivery alarm when attempting to change out her reservoir. Customer's current blood glucose reading is 176 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Evaluated one opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: the reservoir was filled with diluent and connected to a new infusion set. Installed reservoir and connector into an insulin pump. Performed the manual prime, and visual fluid did flow through the infusion set and out catheter tip. The reservoir was not occluded.